Event description:
Reference MFR. Report #1627487-2019-05708. It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019. During the procedure the damaged lead was disconnected and left insitu and a new lead was implanted. Effective therapy was established, surgical intervention addressed the issue.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-05708. It was reported the patient is not receiving effective therapy due to high impedances following a fall. Imaging indicated the lead was damaged. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which leads was damaged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report #1627487-2019-05708.